Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The customer's allegation of power didn't turn on was confirmed. Based on the results of the investigation, the root cause was unable to be identified. However, it is likely the event occurred due to faulty interlock. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source power does not turn on. The issue found after examination for an unspecified diagnostic procedure.. There were no reports of patient harm.